Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep was getting the oor (out of regulation) message due to high impedances on contact 0 and 2. It was indicated that the rep was with the patient and/or hcp to do further troubleshooting. Technical services advised the rep to use contacts 1 and 3 in programming. The patient was then feeling stimulation without the oor message. The rep reprogramed the patient and they were now getting good coverage. Troubleshooting resolved the reported issue. The event occurred on (B)(6) 2018. No further complications were reported/anticipated. No further complications were reported/anticipated.